Manufacturer narrative:
All of the buttons on the insulin pump functioning properly. No damage was noted on the keypad assembly. No unlocked joint connector and or lcd keypad connector during visual inspection. No cosmetic damage noted.

Event description:
Customer called in to program the insulin pump and during assistance customer stated the buttons were really stiff. Customer's blood glucose was 89 mg/dl. Customer stated he just pulled the device out of the box and the buttons do not fill right. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.